Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, there was an issue with the iol, loose zonules, iol not stable in the eye requiring a larger incision to remove the iol. The surgery was completed with another lens. Additional information was provided indicating that there was not a product issue. The patient had loose zonules which caused the lens to be unstable.

Manufacturer narrative:
Evaluation summary: only a portion of the lens containing a haptic was returned in a plastic bio-hazard bag. Solution is dried on the lens. The optic is cut into portions, typical of insertion and removal. A large portion of the optic containing the other haptic is missing and was not returned for evaluation. Associated products were not indicated. It is unknown if qualified products were used. The root cause for complaint was determined to be unrelated to the iol. Information was provided that there was no issue with the lens. The patient had loose zonules which caused the lens to be unstable. The manufacturer internal reference number is: (B)(4).